Manufacturer narrative:
According to the customer, although the motor turns on, the device is not producing "mist" and the user is missing medication treatments for "chronic asthma." The customer reported that the device stopped working "a while ago" and was able to borrow a nebulizer. The borrowed nebulizer had to be returned on (B)(6) 2025 and the user has been missing their treatment doses of albuterol (2-3 times per day) and budesonide (1 time per night). The customer said that the user has been able to use an inhaler for immediate breathing issues. The customer said that they have replaced the tubing, mouthpiece, and filter as troubleshooting measures. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, although the motor turns on, the device is not producing "mist" and the user is missing medication treatments for "chronic asthma."

Manufacturer narrative:
Update to d4: lot #. Update to h6: investigating finding (c). Update to h6: investigation conclusion (d).